Manufacturer narrative:
The liquid embolic material was not returned, as it was consumed in the procedure. Based on the reported information, there was no allegation that a malfunction or deficiency of the liquid embolic material occurred during the embolization procedure. There is no evidence suggesting that the liquid embolic material was defective, but rather a post procedure and patient condition related event. The exact cause of the encephalomalacia is unknown. Neurological deteriorations are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use. Linked with MDR: 2029214-2018-00162. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that post the uneventful onyx embolization of a left parietal/tentorial dural arteriovenous fistula, the patient experienced encephalomalacia: reported as starting 1 day following embolization procedure.